Event description:
At 0026 rn called rt to come and check the nitric tank. When rt arrived in the pt's room, the sampling line was in the nurses hand, it had somehow come out of the circuit. When rt placed it back in line, the inovent was reading 28ppm, when the machine was set to deliver 5ppm. Rt called the charge therapist and the supervisor to help trouble shoot. Pt was switched to a new inovent machine. The pt's vitals, remained stable during the entire event.